Manufacturer narrative:
Evaluation summary: two devices were received. Device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device b was received in good visual condition and with a reload cartridge loaded in the instrument. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. 510(k) # is k020779.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device cut but did not staple. The procedure was completed by hand-suturing. There was no patient consequence.